Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. While the maxxair ets mattress, which was placed on the claimed bed frame, is comprised of one 36 in wide middle section and two 6 in wide side air bolsters to provide expandability. The inspection conducted by the arjo technician revealed that not all of the side rail extensions were expanded but the side air bolsters of the mattress were. It could caused difficulties in the side rail locking leading to its damage. Or alternatively, when one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. As the customer did not provide information regarding the circumstances of the bed damage, the exact root cause cannot be established. However, the probable causes of side rail detachment based on the arjo employee¿s observations are consistent with the analysis conducted by the manufacturer. The collision and incorrect operation of width extension frame are the factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en rev.14): "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or width extensions on both sides are in the same position." Also, the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the left-hand foot-end side rail is bent out of place and could not be secured on the bed. The arjo service technician inspected the bed and found that the side rail partially detached, 3 out of 4 screws holding the plastic panel to the metal plate were ripped off. The bed was in use by the patient. No injury was reported.